Event description:
It was reported that device was used during a laparoscopic cholecystectomy. Surgeon used a veress needle to insuflate the pt. The surgeon proceeded to make initial trocar puncture at the umbilicus with the device. The trocar seemed to enter with no problem. The obturator was removed and a camera inserted. At this time blood was noted in the pt's abdominal region with the camera. Open cholecystectomy was performed by the case surgeon. The pt is doing fine.